Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 15.8 mmol/l. Advised replacement of the insulin pump. Nothing further reported.